Event description:
Additional information received on 1/3/2025 for report number mw5163243 to update the manufacturer name to bracco injeneering s.a.

Event description:
With investigation, system wide trending, and interviews it has been identified that since (B)(6) 2024 we have had a minimum of 31 separate events where weak injector syringes are breaking at times coming of off of the injector or broke and at times sent projectiles out of the pump put both patients and staff as risk of injury and delaying studies. There have been meetings with the bracco rep and we were informed that has not been a voluntary recall but they have identified a product issue with manufacturing and they plan to replace our products now they have altered the manufacturing process. (B)(4); 017345 syringe single 200cc injector system quadpak empowerct sta injector system fastload. Ref report: mw5163244.

Event description:
Additional information received on 12/9/2024 for report mw5163243 to update the manufacturer to bracco diagnostics inc./ e-z-em, inc.

Event description:
Additional information received on 12/19/2024 for a report number mw5163243 to update the manufacturer name to acist medical systems inc/ bracco diagnostic inc. With investigation, system wide trending, and interviews it has been identified that since 6/2024 we have had a minimum of 31 separate events where weak injector syringes are breaking at times coming of off of the injector or broke and at times sent projectiles out of the pump put both patients and staff as risk of injury and delaying studies. There have been meetings with the bracco rep and we were informed that has not been a voluntary recall but they have identified a product issue with manufacturing and they plan to replace our products now they have altered the manufacturing process. Wd#: (B)(4)- bracco diagnostics inc 017345 syringe single 200cc injector system quadpak empowerct sta injector system fastload. Reference report: mw5163244.